Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardioverter defibrillator was in backup vvi mode. Due to low battery status, the device was unable to reprogram. The patient was asymptomatic.